Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The device was tested for 24 hours during the evaluation with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. The evaluation was unable to determine the cause. Evaluation of known contributors to ec 322, has led to the determination that the upper and lower aux were the failing components and were replaced.

Event description:
The customer reported that the spectrum pump displayed system error 322 alarms. The device was from the med/surg care area. The customer reported that there was no patient injury. No further information was available.